Event description:
During evaluation, an intermate was found to leak. The leakage was observed emanating from a partially broken tubing, at the distal luer post. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Visual examination noted that the device leakage was caused by partially broken tubing at the junction of the distal luer post. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the unit revealed the leak condition was caused by partially broken tubing at the junction of the distal luer post. The cause of this broken tubing is unknown. No repair was done, as this is a single-use device which will be discarded. Should additional relevant information become available, a supplemental report will be submitted.